Manufacturer narrative:
The pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked select button on the keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump has crack on the lip of reservoir compartment. The customer's blood glucose value was 13.4 mmol/l. Customer stated the insulin pump has cosmetic damage. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.